Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead. It was also noted that it appears that atrial events are possibly falling into blanking periods at times. Both the ra lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.